Manufacturer narrative:
On 10/14/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device received on 10/28/2019. On 11/5/2019, additional information received indicated that the right device baker grade is 4. Patient underwent bilateral removal and replacement as follow:left replaced with catalog number 3503754bc, serial number (B)(4), and right replaced with catalog number 3503754bc, serial number (B)(4), and bilateral breast mastopexy. This report is for the left side. Device evaluation summary: during visual evaluation of the sample, it was found with no apparent damage. No anomalies were observed. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture grade I. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 300cc silicone breast implants which bilaterally has issue with capsular contractures after implantation. Right side baker grade iii and left side baker grade I. The issue was observed by the physician. Patient symptoms and during consultation from visible signs of capsular contractor diagnosed by the doctor. Report also indicated that right side issue(s): capsular contractor grade iii caused patient significant pain and distorted result. As a result patient scheduled for explantation and replacement with mentor silicone implants on (B)(6) 2019. This report is for the left side. Note; the right side reported under (B)(4).